Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump emitted an alarm, and when the pump was rebooted to clear the alarm, the display screen was blank. The pump battery was also replaced, and the pump emitted audible tones; however, the display screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:during testing, the pump was powered on and emitted audible tones and vibration; however, the display screen was blank. The pump case was removed and the display was found to be cracked. The cracked display was replaced with a test display, and the test display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.